Event description:
Conmed japan reported on behalf of their customer that the y1301, y-knot flex 1.3mm all-suture anchor device was being used on (B)(6) 2024 during a surgery to repair ligaments on the inside of the ankle and, ¿when inserting y1301 into a bone hole in the surgery of repair ligaments on the inside of the ankle joint, one side of the fork at the tip of two inserters broke in 2 devices. In both devices, the broken pieces were removed from the bone. Although the surgeon had concerns about the strength of the tip fork, it has been recognized as a technical error, and evaluated there is no need for any free treatment.¿ further assessment confirmed both devices broke during the same procedure. The "technical error" was further defined as "the surgeon's comment. It means 'the error occurred depend on technique'". The procedure was completed with a y1802 device, with no report of delay, injury, medical/surgical intervention or extended hospital stay for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. Additionally, it was noted that this event was recognized as a ¿technical error¿. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 11 reports, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to maintain the drill guide at the same position and angle as it was when making pilot hole during insertion of anchors and disengagement of drivers. If anchor is inserted or driver is removed while the guide is not aligned, the driver tip may be damaged and the driver tip may remain on the patient¿s bone, resulting in injury. After inserting anchors and removing drivers, be sure to visually check that the driver tip is not damaged, as the driver tip may have been damaged during use. The IFU also advises the user to inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. We will continue to monitor for trends through the complaint system to assure patient safety.